Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the causes of death are cardiac arrest, uncontrolled diabetes, and ischemic cardiomyopathy. The system was explanted on an unknown date.

Manufacturer narrative:
A partial lead with the connector portion measuring 9.7 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without the return of the entire lead, a complete analysis could not be performed.